Manufacturer narrative:
A patient¿s ipg reaching normal end of life was reported to abbott. The implant was not returned for evaluation; however, programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life. Hence, this event no longer meets the reportability criteria.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient lost therapy due to ipg reaching end of life. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.